Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled, a torn accoustic isolator and evidence of moisture ingress were found in the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass, the handswitch buttons worked intermittently on the device. Another instrument was used to complete the procedure with no pt consequence.